Manufacturer narrative:
Product complaint # ==> (B)(4). Examination of the returned device confirmed the reported damage. The noted damage is consistent with device wear out due to normal intended use and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that was found femur trial has crack in the box. Product has been received and investigated.